Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported providing a letter from their dentist. The dentist states in the letter the patient presented to the office for an initial consult. They reported a history of aligner treatment with discomfort and their upper anteriors and tmj issues post aligner therapy. The patient has a 100% deep bite with heavy occlusion on their incisive papilla and and lower incisors. This is a contraindicated patient.